Manufacturer narrative:
Internal complaint (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A clinical review states that the IFU does caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. Based on the limited information provided, the definitive root cause of the reported breakage cannot be determined. Although a procedural variance vs user error cannot be ruled out as the likely cause of the reported adverse event. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the surgeon located the twinfix ultra, it impacted a little with the hammer and began to insert the anchor. When he was finishing entering, the screwdriver part broke. The anchor was removed with pliers from the patient. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging, the insertion device was returned with the anchor, sutures and needles on the device. The proximal anchor threads are deformed and there is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the IFU does caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. Based on the limited information provided, the definitive root cause of the reported breakage cannot be determined. Although a procedural variance vs user error cannot be ruled out as the likely cause of the reported adverse event. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case (B)(4).